Manufacturer narrative:
The zealand pharna ae assessor spoke to the patient whom did not monitor the vgo viewing window so patient does not know if the insulin decreased in the vgo viewing window when her bg was reported as 600. The patient disposed of v-go devices in this complaint and requests no further outbound calls.

Event description:
On 12-28-2020 the patient reported to the ae assessor that on (B)(6) 2020 the patient felt "sick to the stomach (nausea), hot and sweaty" and patient bg was 600 so she went for a 30 minute walk. Patient reported bg did not immediately decrease. Patient felt sluggish, hot and sweaty and eventually "appeared confused" to her family. Patient continued to have elevated bg and was taken to the emergency room on (B)(6) 2020, she states she was "out of it by the time" patient family took the patient to the emergency room. Patient stated she woke up in ICU and was receiving insulin by IV along with an antibiotic for the uti. Patient stated she was discharged to home ama (against medical advice) and resumed with tresiba and glipizide.